Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted on: unk.

Event description:
It was reported that patient experienced return of pain following a CT scan. On interrogation the hcp (healthcare provider) found the "pump rate set to zero." A CT scan was performed "right before patient had the gall bladder removed"; since then patient had another CT scan and "this did not affect the pump." Drugs delivered via the device were morphine, fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.